Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was exhibiting high and unstable thresholds. The impedance measurement in bipolar configuration was twice the value versus unipolar configuration. The lead was reprogrammed to unipolar to reduce output required by the implantable pulse generator (ipg). It was further reported that the ipg could not be programmed out of elective replacement indicator (eri) mode although the battery voltage was above eri level. The lead and ipg remain in use but have been scheduled for replacement. No patient complications have been reported as a result of this event.